Event description:
It was reported that during an angioplasty procedure, removal difficulties were encountered. The 3mm x 40mm sterling es otw (over the wire) balloon catheter was prepped and when attempting to advance a non-bsc guide wire through the balloon catheter, significant resistance was felt. When attempting to remove the balloon catheter from the guide wire, even more resistance was felt and extreme force was required to remove the guide wire from the catheter. Upon inspection, outside of the patient, the catheter appeared to be "stretched and contorted". The procedure was successfully completed with the same guide wire and an unspecified 3mm low profile balloon catheter. No patient complications were reported. The patient's condition was reported as "ok".